Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. Csi ID: (B)(4).

Event description:
A 95% stenosed lesion in the mid left anterior descending artery (lad) was treated with three passes of the diamondback coronary orbital atherectomy device (oad) on low speed. During the third pass, the device stopped spinning and became stuck on the viperwire guide wire. The physician was unable to remove the oad from the wire, and removed both devices together. An angiogram was performed and a perforation was noted. The vessel was re-wired with a non-csi guide wire and an attempt was made to advance a stent, however the stent was unable to pass the lesion. A balloon was inserted and inflated while the patient was transferred to surgery. It was reported that the patient continued to bleed during and post surgery, requiring the surgeon to leave the sternum open following the procedure instead of suturing it shut. The patient was transferred to the intensive care unit (ICU) in critical condition. An unknown amount of time later, the patient coded and expired in the ICU. Per the surgeon, the target lesion was very stiff and hardened, causing the vessel to crack. It was the opinion of the surgeon that any coronary intervention at the site of the lesion would have resulted in a similar outcome, which could not have been predicted via pre-procedure imaging.